Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the femoral head from the poly liner. The head and liner were revised, and the shell was revised in order to change its positioning. Rep provided primary and revision usage, and confirmed that no further information will be available.